Manufacturer narrative:
The device was returned for analysis. The reported break was in fact a material separation of the inner member. The reported difficulty to flush was not confirmed. There is a noted kink to the inner member likely contributed to case circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined that inadvertent mishandling prior to use or during removal from the packaging likely caused the damage to the inner member at the distal end of the sheath and subsequently the tip was separated from the inner member thus creating difficulties to flush the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation of the 6.0x120 mm supera self expanding stent system (sess), the physician noted that between the white tip and the end of the shaft there was a gap. It was not possible to flush the device and the distal end of the shaft seemed broken. There was no reported device use or patient involvement. Another, same size supera sess was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.